Event description:
The customer reported being hospitalized for low blood glucose of 32 mg/dl. The customer was treated with glucagon gel and glucagon shot. The customer stated that he was not sure if the food intake may have caused his low blood glucose. The customer stated that his infusion set was changed two days ago and before the call. Troubleshooting was performed. The time and date were correct. Reviewed the basal, bolus history, and daily totals and found everything added up properly. The customer also stated that his activity level has changed due to the work he does. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.